Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Troubleshooting was performed and determined occlusion was coming from the cartridge. Customer's blood glucose levels was 138 mg/dl.